Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted 8/31/2015: a review of the complaint record indicated this complaint was received by animas on 7/26/15, not 8/5/15 as previously reported.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results. The pump was returned with an undamaged but inoperable audio bolus button. Contamination was found under the contact.